Manufacturer narrative:
Additional information added to; b3, b7, d10, & d11. Correction; h.6. (Patient code). The customer¿s report that the tubing set had separated and leaked was confirmed. The customer also reported that the pump was alarming for occlusion but functional testing did not observe any occlusions or pump alarms with the returned sets. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. Visual inspection observed that the silicone segment was completely separated from the upper fitment, confirming the customer¿s report that the tubing separated and leaked. The ring retainer was received attached to the silicone tubing with the correct alignment. No crush marks or damages were observed on the upper or lower fitment. White liquid was also observed throughout the sets within the tubing. No other anomalies were observed. The report that the pump was alarming for occlusion was not confirmed. The report that the tubing set had separated and leaked was confirmed. The probable root cause of the separation was that the silicone segment was stretched at the pumping segment.

Event description:
It was reported that the pump was alarming for occlusion. Upon assessment, it was found that when the rn opened the device door, the tubing set had separated and leaked between the silicone segment and the blue safety clamp during an intralipid infusion. The rn obtained a new bag of intralipids from the pharmacy and the infusion continued without further complications. There were no adverse effects caused to the teenaged patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the pump was alarming for occlusion. Upon assessment, it was found that when the nurse opened the device door, the tubing set had separated and leaked between silicone segment and the blue safety clamp.